Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery test. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that she started with a blood glucose reading of 102 mg/dl, lied down, and about 30 minutes later, she tried to get her glucose meter to work. She stated that she could not function and that her meter read low. Her boyfriend fed her honey and (B)(6), and an hour later, the blood glucose reading was 23 mg/dl. The most recent blood glucose reading was 146 mg/dl. She observed that the reservoir showed less insulin, at 60 units, than what was shown on the status screen, which was 53.3 units. She advised that she had adjusted her basal rates on her own the night prior and was advised to always consult her doctor before doing so. The insulin pump passed the displacement test. She declined troubleshooting assistance for the no delivery and low reservoir alarms that occurred and was advised to have the device replaced. Nothing further reported.